Manufacturer narrative:
On august 8 2021, mentor completed evaluation of a returned photo of the device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be surrounded in the patient's tissue with no apparent damage or visual anomalies were observed. Since the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient with mentor memorygel breast implant 400cc gel breast prostheses when the left breast prosthesis ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via MRI. In addition, the patient developed baker grade IV capsular contracture in both breasts. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.